Event description:
It was reported that the atrial lead had loss of capture and loss of sensing and dislodged. Upon removal of the lead it was noted that the helix was partially retracted. The physician also noted that prior to removal of the lead; the leads appeared to be twisted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.